Event description:
On (B)(6) 2011 patient reported he has had 2 incidents where the infusion set cannulas have been bent. Patient stated he thinks the first incident happened about 10-15 days ago and the second one occurred yesterday. Patient reported he tested his blood glucose on (B)(6) 2011 in the morning and it was 97 mg/dl which is normal. Patient stated he inserted an infusion site, went to the doctor for a routine appointment and while at the doctor his blood glucose was 365 mg/dl. Patient's target blood glucose range is 80-120 mg/dl. Patient reported no issues during preparation or insertion. Patient stated there was no insulin leaking. Patient reported he noticed the bent cannulas when they were removed. Patient stated there were a few hours from insertion to having the elevated blood glucose and the bent cannula. Advised patient on alternative infusion sets. Patient no longer has the alleged infusion sets. No product return was requested.

Manufacturer narrative:
Method, results - no product will be returned for evaluation.